Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead dislodged. It was noted that there was tissue on the helix. It was also observed that there was crosstalk on the right ventricular (rv) lead. The right atrial (ra) lead was explanted and replaced, with the rv lead remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the doctor felt the ra lead was not fixating to the cardiac tissue appropriately.